Event description:
Procedure: hysterectomy. According to the reporter: the tip of the device broke off while inside the patient's cavity. The tip was retrieved and is being returned with the device. Opened a new device to complete the procedure. No further injury reported and or time was delayed by about 5 minutes.